Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sterile drape involved with this complaint and completed the device evaluation. The reported event was not reproduced during failure analysis (fa) investigation. The drape was tested with an in-house system and found no issue. The system passed recognition and engagement test and moved intuitively in all directions. There was no damage found on the sterile adapter. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection, the medium-large clip applier instrument exhibited non-intuitive movement. Troubleshooting was performed by the customer and the issue was resolved. The case was completed robotically and no known patient impact was reported. At this time, the cause of the customer¿s reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the medium-large clip applier instrument exhibited non-intuitive movement. The instrument jaw allegedly "moved in the wrong direction." Troubleshooting was performed by removing and reinstalling the same instrument back into the arm and this resolved the issue. Following this, the instrument movement was confirmed and operated without error. The user completed the procedure with no further issue reported. The user suspects a faulty drape. No fragment fell into the patient. No known impact or patient consequence was reported.